Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr sheath. Reportedly, the first proglide device was successful placed; however, the second proglide had an unspecified failure. Both devices were removed and a cut-down was performed following the aaa procedure and the artery was sutured closed. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported unspecified failure mode was confirmed as the device was retuned with a posterior cuff detachment and posterior needle to cuff miss. In addition, the analysis of the returned device found a posterior foot break. The foot was not returned with the device and the location of the foot is unknown. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported unspecified failure mode and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial and final medwatch report, maude event report #(B)(4) was received containing the following information. Event description: date FDA received: (B)(4) 2015. During aaa repair, two 6f sheaths were exchanged for 2 perclose devices bilaterally in the femoral vessels. The perclose were deployed but not fully cinched tight. The left side perclose failed. Attempts were made to readvance a wire through the perclose device; however, the wire coiled in the groin. A cut down was performed to complete the aaa repair. The arteriotomy had to be repaired at the end of the procedure using a bovine patch and sutures. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to insert the guide wire was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficult to insert the guide wire and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.